Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported, that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Additionally, it was reported, that insulin drips were not observed to be exiting the tubing during the load fill process. The customer's blood glucose was 177 mg/dl. Reportedly, the cartridge was reloaded, and insulin delivery was resumed.